Event description:
It was reported that the display screen on the external pulse generator was cracked. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) window is broken. Both bail covers are broken. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent. Battery drawer is contaminated. Keyboard window has a hole.

Event description:
It was reported that the display screen on the external pulse generator was cracked. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.